Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty positioning the device appears to be related to patient user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds was advanced to the mitral valve, and the clip was deployed. The mr was reduced to 1. After deployment, the cds was retracted, but the cds tip went forward and created uncontrolled movement of the tip. It was confirmed that the tip did not come in contact with the atrial wall and it was thought that the cds fastener was not secure enough. The cds was retracted, but the tip touched the steerable guide catheter (sgc) hemostatic valve, and the sgc fluid column was lost. The sgc was positioned down, and aspiration was performed. The night post-procedure, the patient experienced a small stroke. The patient is currently stable and recovering. No additional information was provided.